Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/15/2014 with the following findings: investigation revealed that the display screen was dim and discolored. Unrelated to the complaint, investigation revealed that the battery compartment was cracked and the contrast keypad button was intermittently unresponsive. The keypad cover was removed and there was evidence of contamination observed under the contrast key contact.

Event description:
On (B)(6) 2014 the reporter contacted animas alleging that the display screen was dim/faded/discolored. Reportedly, the display screen was still legible. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.